Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events

Event description:
The report states: on (B)(6) 2020 I had responded to cardiac arrest in pembroke (20-0265). Attempted to place i0 25mm-blue needle in the patient's tiba. The i0 was placed, but I was unable remove the needle from the catheter. The needle came out approximately 1/2, inch and would not go any further. A second i0 was placed without issue. During the transport the i0 that we had a failure in was somehow dislodge from the patient, which I saved and gave to you for review. It is believed that this i0 needle came from lot# 6759633.